Event description:
It was reported that event log files were submitted for the patient currently at the hospital. Several low voltage alarms and no external power alarms were noted during interrogation. The patient strongly denied ever disconnecting both power cables at the same time, although the event log files showed a double disconnection. It was noted that the patient had extensive bending above the modular connector on the driveline. The event log files captured 5 no external power events, 4 of which were caused by an interruption to power to the mobile power unit (mpu).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: catalog number and UDI: corrected. Section d4: device serial number was requested but not provided. Lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted log file spanned approximately 9 days (07mar2024 ¿ 15mar2024 per time stamp). On 09mar2024 at 12:20:53, 10mar2024 at 12:13:53 and 12:21:18, and 14mar2024 at 13:57:00, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~2.1 ¿ 3.6v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during these events. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were not reviewed due to the serial number of the mpu being unavailable. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.